Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator has moved. The patient underwent an ipg explant procedure and was doing well post operatively. The explanted device will not be return. No device malfunction was suspected.